Event description:
Information provided that the brakes would hold, but the swivel will not hold. No injury reported.

Manufacturer narrative:
Technician found that the brakes will hold, but the swivel will not hold. Replaced the stem & horn brake to resolve this issue. Stretcher located in basement repair shop.